Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported complaint was confirmed and replicated. A review of the system logs confirmed the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was ran, and hand controller worked once axis two counterbalance pot was tested on mtm2. The probable root cause of the reported issue can be attributed to a fault of the axis two counterbalance pot within the mtm2.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted tech support engineer (tse) to report that the issue previously reported was unresolved during the last service interaction. The error continues to occur. The surgeon is continuing to recover the error to resume the procedure. The customer advised that they swapped the universal surgical manipulators (usm) but were still experiencing the reported issue. Tse informed the customer that they would need to swap the surgeon side console (ssc) to resolve. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2) due to error 23027. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm2 for evaluation, but evaluation has not been completed as of the date of this report.